Event description:
This report is based on information provided by our philips remote service personnel. Philips received a complaint on the intellivue multi measurement server x2, indicating the system has a speaker malfunction. The device was in use monitoring a patient at the time of the event. It is unknown if there was still sound present at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. After a speaker replacement, the customer's device was working properly. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.